Event description:
It has been reported to philips that the c arm movement was no working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the planned treatment was proceed when the issue occurred. The procedure was completed by carried out bodyguard adjustments. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement is not happening. Upon functional test fse carried out bodyguard adjustment. Fse resolved the issue with bodyguard adjustments. After bodyguard adjustments, system was returned to use in good working order. The codes were updated based on the investigation outcome.